Manufacturer narrative:
H10: per good faith effort (gfe) response received 18jan2024, the customer stated that the front panel replacement did not resolve the issue. The customer then ordered an air and oxygen flow sensor assembly and confirmed the replacement of the air and oxygen flow sensor assembly resolved the issue. The customer replaced the air and oxygen flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the error, "low leak-co2 rebreathing risk" had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the error, "low leak-co2 rebreathing risk" had occurred. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the gas outlet and proximal port were loose and that the issue could be reproduced by moving the front panel. The rse advised the customer to check the patient due to the possibility of co2 rebreathing could pose a potential problem and to check the ports for occlusions. The rse then advised the replacement of the front panel and provided the customer with the front panel part number.